Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose results were 436mg/dl, 289mg/dl, 116mg/dl. Tests were done < 10 minutes apart with a difference of 67%. Pt did not experience any adverse events. No further info has been reported.